Event description:
It was reported that the rv lead was capped due to a 'product performance issue.' Previous information received indicates that this lead had decreasing impedances over time from 728 ohms to 226 ohms bipolar, unipolar 323 ohms. No patient complications were reported as a result of this event.